Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device received for product evaluation. The locator and hemostasis sheath were returned mated along with the carrier tube assembly and a portion of header bag. No other accessory components were returned. Visual inspection revealed that no anomalies were observed on the carrier tube assembly and the device sleeve was in manufactured position. There was a kink observed on the sheath and locator assembly at the blood inlet holes and the distal portion of the locator was bent. The components were not properly mated together. Upon microscopic visualization, there was blood like substances found on the blood inlet holes of both components. Slight deformation was noted at the blood inlet holes of the locator and a minor damage on the tip of locator. Dimensional testing was performed. The outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that an off-axis force applied during insertion and handling may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. Address - (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a percutaneous coronary intervention (pci) procedure, the operator found that the distal part of the angio-seal sheath was creased. The patient was in stable condition. The procedure was completed by switching to a new angio-seal vip. There was no patient injury/medical or surgical intervention required. There were no other devices or equipment used with the reported product.